Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was connected to an unspecified catheter and was being used to deliver an unspecified concentration of cisplatin. It was reported after the delivery was started, a leak was noted at the connection of the tubing set to the catheter hub. The customer contact reported that the leak was "small, no more than 2ml or 3mls at the most" and solution had leaked on the patient. The solution that leaked was cleaned up with soap and water. The connection of the two devices was tightened and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.